Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "right hip revision (head liner exchange). Right mechanical complications of right hip. No further information available per hospital." Spoke to rep. The nature of the reported mechanical problems were not provided to the rep. A 36+5 lfit head and liner of unknown manufacturer were revised to a biolox head and sleeve with a competitor liner.